Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer complaitn of low blood glucose results. The meter is showing low readings of 62 and 70. Patient claims underwent the test solution and control equipment is within the parameters set by manufacturing validated with the level 1. Patient claims that perform battery replacement and testing laboratory where he obtained a score of 130. As a result of laboratory and meter exceeds the margin of error of 20%. Delivery record verified on 09/11/2014. Adverse event not reported.